Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the diluent would not flow through the tubing in order to prime the line. No patient injury was reported. Additional information received via email and attached on 18-mar-22: no further information is known as per customer.